Manufacturer narrative:
The reported complaint of the spacer not providing the patient adequate pain relief was not confirmed. The device exhibits normal characteristics. The spacer met specifications prior to shipping and no manufacturing deviations were noted that could have contributed to the reported event. A product labeling review identified that the device was used per the instructions for use and that inadequate pain relief is a known inherent risk of the device.

Event description:
It was reported that the patient had the superion indirect decompression spacer explanted from l4-5 lumbar vertebrae due to inadequate pain relief. The patient is doing well post operatively.

Event description:
It was reported that the patient had the superion indirect decompression spacer explanted from l4-5 lumbar vertebrae due to inadequate pain relief. The patient is doing well post operatively.